Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Premature battery depletion was observed, but the device's hybrid was inadvertently overstressed (the device's vcc power supply shorted) and was damaged during analysis. No further analysis could be performed.

Event description:
It was reported during a follow-up with the patient, a decrease in the device's battery longevity was observed, and that the battery had suddenly decreased to 1 year remaining. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a follow-up with the patient, a decrease in the device's battery longevity was observed, and that the battery had suddenly decreased to 1 year remaining. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. The device has been returned back to bsc, and the investigation is currently in progress.